Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the device was returned with the thumbswitch approximately halfway between the ¿on¿ and ¿off¿ position. There is a bulge containing biologics approximately 16mm from the cutter window and the cutter is stuck in the bulge. The housing wall is not broken and remains intact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A hawkone directional atherectomy device was being used during the treatment of a 250mm calcified fibrous lesion with chronic total occlusion in the proximal region of the superficial femoral artery. The artery diameter was 6mm and moderately calcified and mildly tortuous. A 6/65 non mdt sheath (terumo destination) and a non-mdt (zip wire) guide wire were used. The IFU was followed. It was reported that severe resistance was felt when retracting the hawkone device and the device was difficult to remove due to the nosecone being full and it was noted that there was a kink on the nosecone area of the catheter. A second hawkone was used which was also full and difficult to remove also. The device was removed without breaking. A protege ever flex self-expanding stent was also used during the same procedure, the device was prepped as per the IFU with no issues identified. The lesion was pre-dilated. It was reported the stent fractured and partially removed from the patient. The device did not pass through a previously deployed stent. Ballooning was performed to the fractured stent, and this provided optimal results and no further intervention was required. Device did not pass through a previously deployed stent, resistance was not encountered when advancing the device, and no excessive force used. No further patient injury reported for this event.